Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, serial# unknown, explanted: (B)(6) 2016, product type: lead.

Event description:
The healthcare professional, via the manufacturer representative, reported the patient experienced a return of symptoms. Stimulation had been set to 5.3v and there were no external factors that may have led to the issue. No falls or traumas were noted. Troubleshooting showed that all impedances were over 4,000 ohms. The battery of the implantable neurostimulator (ins) was low and during troubleshooting, the ins switched off. Reprogramming was stopped due to the battery being "so weak." The system was explanted and replaced. No device issues were noted during the procedure. The issue was resolved and the patient was receiving effective therapy.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins battery was at normal end of life and there was no telemetry and no output. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.